Event description:
It was reported that the fit and seal of the inner and outer cannulae were unsatisfactory on twelve size 6 fen, fenestrated low pressure cuffed tracheostomy tubes. It was also reported that intermittent inflation difficulties were also experienced. It is unk how long the devices were in use when the reported problems occurred. It was also reported that the inner cannulae are cleaned using vinegar, soap and full strenth h2o2. This is contraindicated on the device labeled instructions for use there was one pt involved with no reported pt injury. Eight of the devices were discarded. One used and three unused devices were returned to the MFR on 03/27/98 for identification, analysis and investigation. Device evaluations are recorded in section h. Of this report.